Manufacturer narrative:
The insulin pump had unresponsive act, up arrow and down arrow buttons due to flattened button dome switches. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer stated that she suspended the insulin pump about 1.5 hours prior to discovering that the act, up, and down arrow buttons did not work. The customer's blood glucose was 391 mg/dl. The customer did not observe any significant events leading to the keypad issues. She noted that the down arrow button only worked intermittently. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.